Event description:
On (B)(6) 2014, the lay user/patient¿s daughter contacted lifescan (lfs) alleging the patient¿s onetouch ultralink meter continued to display an ¿error 5¿ message. The medical surveillance specialist (mss) classified the complaint based on the conversation the reporter had with the customer care advocate (cca) while troubleshooting the reported issue. At the time of the call, the reporter informed the cca that they were traveling overseas and were in london when the patient began to obtain an error message on the evening of (B)(6) 2014. The reporter mentioned they tried testing with ¿over 20 strips¿ with no success. The patient manages her diabetes with insulin; however, it is not known if she made any changes to her usual diabetes management regimen due to the error message appearing. On (B)(6) 2014 at approximately 3am, the reporter found the patient ¿barely responsive¿ and claimed the patient¿s blood glucose was down to ¿27 mg/dl¿. It is not known if the blood glucose reading was obtained with the subject meter or on another device. The reporter stated she gave the patient orange juice to drink and sugar until she slowly felt better. During the call, the reporter informed the cca that the patient had purchased a new meter since the error began to appear; however, the unit of measure setting was set to mmol/l. The cca explained how to convert the result into mg/dl. At the time of troubleshooting, the patient performed a re-test per the cca¿s instructions; however, continued to obtain the error message. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the error message began to appear.

Manufacturer narrative:
Follow-up # 1 ¿ (11/05/2014). The patient¿s meter has been returned on 10/21/2014 and evaluated by lifescan product analysis on 10/23/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pins 2 and 3 contaminated with dry blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.